Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. No report of injury to patient. Doctor is researching retrieval options.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, so a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. Dated 03/08/02 and 10/12/02) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files.